Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he kept receiving calibration errors. Customer stated that it occurred 4 times in a 2 week period. Customer declined troubleshooting for the issue. Customer stated that last week he had high blood glucose. Customer stated that he changed the set and found that the cannula was bent. Customer stated that his meter went off at about 400 mg/dl. Customer declined troubleshooting and was advised to monitor the system.